Event description:
It was reported that during the procedure the multi-link ultra stent delivery sys (sds) was advanced to the lesion. However, when the sds balloon was inflated to deploy the stent, it was verified by angiography that no stent was present. The device had been controlled by angiography, during advancement through the pt's anatomy. It was confirmed that the stent was not present in the pt anatomy. It was confirmed that the stent was not present in the guide catheter or introducer. During preparation of the device, it was not inspected. It was reported that the vessel was calcified (unk vessel). No resistance was experienced. Another rx ultra stent has been implanted to treat the pt. Though requested, no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the dislodged stent and sds may have aided in the investigation and determination of cause. It was reported the ultra sds was not inspected prior to use. It should be noted the ultra instructions for use (IFU) states: prior to using the multi-link rx ultra coronary stent sys, carefully remove the sys from the package and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this event. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined.